Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that device high leakage current, over 15000 micro amps, failed safety test during preventive maintenance. There was no patient involvement.

Manufacturer narrative:
D9: 04-jun-2025 h3: one device was returned for evaluation in used condition. The customer reported issue was able to be replicated through electrical safety testing. The probable cause of the reported issue was a damaged grounding wire on the heater assembly. The reported issue was resolved by replacing the heater assembly.